Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device at the customer site and verified the failure. Replacing the ac power module resolved the failure. The unit passed all post-service testing and remains at the customer site.

Event description:
The customer reported that the ac power module had failed.